Manufacturer narrative:
Additional information: investigation: the investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The investigation is updated to remove wrongful death, from the reported issues. This does not affect the results of the previous investigation. Wrongful death is no longer being alleged. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges no wrongful death of the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Upon further review of plaintiff event information, it was noted that this patient's event information was inadvertently reported under more than one manufacturer report # sequence (1820334-2019-00395 and 1820334-2019-01007). As a result, this correction medwatch report is being sent to correct this error as well as report any and all additional information that has been received for this patient. All future correspondence for this patient's event will be reported under this manufacturer report # 1820334-2019-01007, and any previous correspondence that was submitted for this patients event information under 1820334-2019-00395 should be deemed as voided. The following fields were corrected: d1, d4, g4, and h4, information in b5 and b6 that was previously reported under manufacturer report 1820334-2019-00395 follow-up #1 was also added to these 2 fields (b5 and b6) as corrections. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, and h6. Additional information: investigation. The investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: inability to retrieve, anxiety, depression, fear, and limited physical activity. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety, depression, fear, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, two other complaints have been reported against the lot (254088, 254105). The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to pulmonary embolism (pe) and stroke. Patient is alleging inability to retrieve the device. The patient is further alleging the following: fear of tearing, internal bleeding, clogging, and death in addition to limited activity regarding repetitive arm movements with weights and resistance, heavy lifting, and "stamina way down." Anxiety and depression is also being alleged. A filter retrieval was attempted on (B)(6) 2007 via the jugular approach due to too many risks of leaving the filter implanted. Per an attempted retrieval report: "impression: unsuccessful attempt at removal of the tulip filter from the right internal jugular vein. Despite attempts for approximately 15-20 minutes and engaging the filter hook, although the filter could be collapsed, the distal struts could not be covered with the sheath, and therefore, the filter could not be removed".

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Unknown if filter caused/contributed to reported death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2007. It is alleged that the patient was injured (death) without further explanation. Hospital and medical records have been requested but not yet provided.